Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. An MRI technician reported that the patient had reported that one of their devices was non-operational and that it had to be removed or replaced. The caller was not sure which device or what ¿non-operational¿ meant. MRI guidelines (for an undisclosed/unrelated issue) were reviewed with the caller. There were no symptoms and there were no further complications reported.